Manufacturer narrative:
Product event summary: the 2af234 balloon catheter with lot number 01309 and the data files were returned and analyzed. The data files showed at least 13 applications were performed with the balloon catheter on the date of the event. A system notice #50032 ¿the safety system has detected a compromised outer vacuum¿ was triggered on the last application. One application was performed with a non-returned 2af234 balloon catheter with lot number 01305 after 13 applications with the above balloon catheter. External visual inspection of the balloon catheter showed a portion of the proximal bond of the outer balloon was detached. Verification of the smart chip file indicated the balloon catheter was used for 13 injections on the date of the event. The balloon catheter failed the performance test due to triggering of system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection" during the connection of the balloon catheter and the console. By opening the handle, the "y-block fitting" which is inside of the y-block, was filled with blood. Furthermore, there was blood throughout the handle which would eventually cause the system notice #50006 "the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum" and #50005 "the safety system has detected fluid in the catheter and stopped the injection." In conclusion, the reported visible blood was confirmed thr ough testing. The balloon catheter failed the returned product inspection due to the detached outer balloon proximal bond. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen in the coaxial umbilical cable and balloon catheter connection. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. No patient complications have been reported as a result of this event.